Event description:
It was reported to medtronic minimed that the customer reported the pump is not alerting about the insulin flow block alert, and the pump is not alerting as designed. The customer reported a blood glucose value of 404 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. The customer stated that the high-pressure test failed. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump/thus software. On adapt, no relevant alarms were noted] however on adapt, confirmed no delivery (7) alarm on 07/23/2025 23:47:27.000 during [bolus/basal/priming]. Hour for alarms that may have occurred in the past and line number 478 file number 121 07/23/2025 23:48:44.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform a visual inspection and found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. P-cap locked in place properly during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.